Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
An email was received with medsun uf/importer report # (B)(4) with regards to plum duo with unknown ls sn. It was reported that levo bag would be switched when there was approximately 50 ml in bag left, and there was enough medication in chamber and through tubing. As soon as a new bag would be spiked, the cassette would alarm and said cassette failure. There was no air through tubing, rn back primed into an empty syringe as well. The alarm would still continue. Patient required multiple pushes of epi (9 total) whenever pump malfunctioned. Another issue with pump is the touch screen. Several pumps freeze when you try to program anything. When titrating levo, they would change the dose from 0.4 to 0.8 and it would not change the dose, it would not let me exit the screen. None of the buttons worked. The patient was a 76 year old white female non-hispanic/latino. The event occurred during infusion. There was patient involvement and no patient harm. Note: the event occurred on an unspecified date in (B)(6) 2025.